Manufacturer narrative:
The product remains implanted in the patient and is not available for analysis. Additional information will be submitted within thirty days upon receipt.

Manufacturer narrative:
Information was received reporting that following a cardiac catheterization performed as a result of an acute inferior wall myocardial infarction, a cypher stent was implanted in the distal portion of the right coronary artery (rca) and a taxus stent was implanted in the proximal portion of the rca. It was reported that approximately 33 months post implantation of the stents, there was thrombosis at the site of the stents resulting in serious personal injury and requiring substantial medical treatment and requirement of ongoing plavix therapy. No further patient or procedural information is available. The stent remains implanted and the lot number of the cypher stent is not known; therefore a device history record review cannot be completed. Thrombotic events are a known potential adverse events following stent implantation as outlined in the instructions for use. Based on the limited information no conclusion can be made regarding root cause or possible contributing factors. Therefore, no corrective actions will be taken at this time.

Event description:
The patient underwent cardiac surgery on (B)(6) 2004. During the surgery a taxus stent was implanted in the proximal portion of the right coronary artery and a cypher stent was implanted in the distal portion of the right coronary artery. The patient received the stents following a cardiac catheterization performed as a result of suffering an acute inferior wall myocardial infarction. After implantation of these stents, the patient suffered subsequent thrombosis at the site of the stents on or about (B)(6) 2007, requiring substantial medical treatment and a requirement of a lifetime of plavix therapy.